Event description:
At the end of 5/95, rptr found herself in the emergency room in anaphylactic shock due to latex sensitivity. In retrospect, the hand dermatitis which began about six years ago, was probably related. She is unable to work any more.